Event description:
It was reported that prior to a breast biopsy procedure, the device fired immediately with the releasing of the fingers after priming the driver (second time to the full primed position & indicator displays full red). There was no patient contact.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2023).

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be in overall condition. Also, outdated sequencer weldment assembly, loose cover, and sleds and cocking slide are worn and discolored were identified during evaluation. The device was functionally tested and failed the test as the cannula sled would engage but not the stylet sled, cocking slide could be fully pulled back but the latch plate would not latch onto the stylet sled due to latch plate is worn down identified during evaluation causing the gun won¿t stay cocked. No other anomalies were identified. Therefore, investigation is determined to be confirmed for reported device self activation issue. The root cause for the reported self activation issue was determined to be latch plate is worn down identified during evaluation. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2023), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a breast biopsy procedure, the device fired immediately with the releasing of the fingers after priming the driver (second time to the full primed position & indicator displays full red). There was no patient contact.